Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room, upon examination it was found the right ventricular (rv) oversensed noise which resulted in the patient receiving three inappropriate shocks however, the patient did not experience pacing inhibition. Additionally, it was noted the pacing impedances went from 400 ohms to 1200 ohms on that day and shock lead impedances were high out-of-range measuring 184 ohms when configured from coil to coil. The patient is not dependent on therapy. The device was programmed off and external patches was applied to the patient. The system will be revised however, no date has been determined. No adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room, upon examination it was found the right ventricular (rv) oversensed noise which resulted in the patient receiving three inappropriate shocks however, the patient did not experience pacing inhibition. Additionally, it was noted the pacing impedances went from 400 ohms to 1200 ohms on that day and shock lead impedances were high out-of-range measuring 184 ohms when configured from coil to coil. The patient is not dependent on therapy. The device was programmed off and external patches was applied to the patient. The system will be revised however, no date has been determined. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated the rv lead was fractured which resulted in oversensing. Subsequently, the device and rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.